Manufacturer narrative:
Per the user facility's biomedical engineer, the issue was intermittent and the roller pump was rebooted each time as mitigation without success. The time before the pump shut off progressively got shorter. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump stalled and shut off. As a result an alternate device was employed. The surgical procedure was completed successfully. There was approximately an 8-10 minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, the log indicated the issue occurred on (B)(6) 2022. The roller pump reported many motor over current events which stopped the pump. Sometimes, the pump would report 'display supply error' and 'vmot voltage range error' and reboot (shut off) as reported. The log confirms the complaint.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) replaced the pump pod and the motor encoder assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed multiple overcurrent messages in the data logs which may cause a restart. There was also a 'vmot under range' message which can cause a power cycle if the voltage is below a certain threshold. The pst powered on the pump and started up at about 0.200 liters per minute (l/min) and simulated a pump jam. The pump powered off and restarted, duplicating the reported complaint.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass, whereby a four inch roller pump stalled and shut off, with unsuccessful re-boot attempts. The unit was changed out, with an 8-10 minute delay. There was no blood loss and the surgery was completed successfully. The manufacturer's clinical specialist spoke with the customer for confirmation of the roller pump position and he confirmed that the failed pump was in the 'sucker' position.